Event description:
It was reported that a pericardial effusion occurred. Prior to the start of the procedure a trace pericardial effusion was noted. The procedure was still continued. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician deployed the closure device in the laa of the patient, but it did not meet release criteria. Four recaptures and redeployments were attempted, but the device was not able to be positioned properly. The closure device was fully recaptured and removed from the patient. The physician then switched the was out for a new curve was and a new 24mm closure device was prepped for use. Three partial recaptures and redeployments were made with this device and then it was noted that the patient blood pressure dropped. A transesophageal echocardiogram showed that the pericardial effusion had slightly worsened. No intervention was performed at this time and the procedure was continued. The closure device met all release criteria and was successfully implanted in the laa of the patient. The effusion was monitored for 30 minutes and remained the same before the physician made the decision to perform a pericardiocentesis. Following this the effusion was resolved and the patient was doing fine.